Event description:
It was reported that the lift's slingbar broke and needed to be replaced. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Hillrom investigated the reported issue, the hillrom technician who went on site confirmed that the damage did not occur while the lift was in use. The slingbar¿s quick-release hook was found broken before the patient transfer could be performed. The customer stated that it was possibly dropped accidentally, or it could have been just wear and tear due to the age of the lift. Multirall¿ 200 overhead lift is a general-purpose lift with the intended use in: health care, intensive care and rehabilitation. Multirall 200 overhead lift is easy to move between facilities and useful for room-to-room transitions. Multirall¿ 200 overhead lift can be mounted to the rail carriage in two different ways, mounted with the lift strap under the lift unit or mounted with the lift strap above the lift unit. Intended for use in all common lift and transfer situations, for example, between bed/wheelchair, to/ from floor, toilet visits, gait training, and for horizontal lifts with stretchers. In the inspection and maintenance section of the instruction manual for multirall 200 (7en125103 rev. 15), it is stated: ¿for trouble-free use, certain details should be checked each day the lift is used: inspect the lift and check to make sure that there is no external damage. Check the sling bar attachment.¿ it was confirmed by the customer that there was no patient in the lift when the slingbar was found damaged. The damage was found by the user, and could not have gone undetected, before the device was used. There was no patient at risk, therefore, hillrom does not consider this complaint reportable.

Event description:
It was reported that the lift's sligbar broke and needed to be replaced. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Hillrom is in the process of contacting the customer for additional information on the circumstances that lead to the event. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.